Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose value was 425 mg/dl at the time of incident. Customer assisted with troubleshooting. The customer treated their high blood glucose levels with manual injections. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.